Event description:
Pt reported device gave "unusual amount of insulin" in past two weeks. Pt indicated that she had low blood glucose on 5 different occasions. Pt indicated that she uses headset and tubing longer than recommended. Pt indicated that she was unsure when the adapter and piston rod were last changed.